Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the event was unknown. On the same day as the event, the patient was hospitalized for peritonitis. The patient was treated with oral levaquin (dose, route, frequency and duration not reported), intraperitoneal ancef (dose, route, frequency and duration not reported), intraperitoneal fortaz (dose, route, frequency and duration not reported), and intraperitoneal cefazolin (dose, route, frequency and duration not reported) for peritonitis. On an unreported date, treatment with ancef and fortaz were discontinued. Dianeal therapy remained ongoing. Eighteen days after event onset, the patient was discharged from the hospital and recovered from peritonitis. No additional information is available. This is report 4 of 4.